Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarms were noted. The motor was tested outside the device and passed. The insulin pump was received with minor scratches on lcd window, broken belt clip slot and with cracked battery tube threads.

Event description:
It was reported the customer had recurring motor error alarms. Customer's blood glucose was 466 mg/dl. The customer believed their infusion set was causing them to have high blood glucose. The customer stated they had exposed their insulin pump to a metal detector a long time ago. It was also found the customer was able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.